Event description:
Catheter inserted (B)(6) 2008 worked without any complication until (B)(6) 2010. When patient was in dialysis the nurse noticed alarm failure do to air leakage. Blood was also coming out from the catheter. The treatment stopped immediately. When cleaning the catheter, a hole was noticed distal from the catheter bifurcation/suture wings and proximal from exit site.

Manufacturer narrative:
The complaint was confirmed, but the exact cause of the catheter tear is unk. There was a breach in the d/l tubing at the distal end of the bifurcation. The tear in the tubing may be attributable to a combination of chemical degradation and mechanical stresses. The extension legs, bifurcation and the d/l tubing adjacent to the bifurcation were discolored. It is unk what chemicals were used on or near the catheter. A chr of lot #resd0611 showed no other similar product complaint(s) from this lot number.